Event description:
The patient reported exposed and frayed wires of the power extension cable. The patient electronic system was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable was frayed and wires were exposed. No visible damage was observed on any other returned cables and cords associated with power connections which consisted of the power cord and the power supply. Disassembly of unit¿s enclosure revealed a functionally damaged component on the i3 stuffed printed circuit assembly (pca) in the form of a blown capacitor with evidence of burn. Unit concluded to have a severely damaged capacitor on the i3 stuffed pca with the potential to cause a power malfunction based on visual inspection. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.